Event description:
It was reported that this pacemaker exhibited noise and oversensing on the right ventricular (rv) lead. The patient reported not feeling well, no further details were provided. Boston scientific technical services (ts) was consulted and upon review, atrial fibrillation (af) episodes were noted. Impedance measurements were found to be in range. Further testing was recommended. No additional adverse patient effects were reported. Additional information was received that this lead was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker exhibited noise and oversensing on the right ventricular (rv) lead. The patient reported not feeling well, no further details were provided. Boston scientific technical services (ts) was consulted and upon review, atrial fibrillation (af) episodes were noted. Impedance measurements were found to be in high but still within range. Further testing was recommended. Additional information was received that this lead was explanted and replaced due to a lead fracture. No additional adverse patient effects were reported.